Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following the intraocular lens (iol) implant procedure, the patient experienced glare and halos. The iol was exchanged in a secondary procedure. The clinical reason for explant was visual disturbance. Additional information was requested.